Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released flags without prior gel release) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the gel previously released flags and the test failures is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male patient to exchange the electrode belt. The patient's download revealed 'gel previously released' flags without any prior gel release. During servicing of the belt, it was confirmed that the belt failed incoming testing. The patient was issued a replacement electrode belt.